Event description:
False positive result(s). Took a flowflex antigen test purchased from target. The test gave my son a faint positive - twice. Tested with ihealth test, which showed negative. Went to (B)(6) for an naat test which also showed negative. Flowflex is not accurate. Mw5111334.

Manufacturer narrative:
Customer did not provide lot number. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result(s). Took a flowflex antigen test purchased from target. The test gave my son a faint positive - twice. Tested with ihealth test, which showed negative. Went to (B)(6) for an naat test which also showed negative. Flowflex is not accurate. (B)(4).